Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of leakage was unable to be confirmed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 min without leakage. No visible damage or inconsistency was observed from catheter body or balloon. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through a flow and leak inspection.

Event description:
As reported, after flushing the proximal injectate lumen of this swan ganz catheter, air was aspirated in the syringe when the plunger is pull back. As per customer's opinion, there should be a communication between the lumens at the backform. No further information available. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Patient demographics requested.